Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was attempted to be used in the biliary during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the tome was initially used to make the first cut and then it was removed from the scope. Later in the case, it was reintroduced through the scope into the patient's duodenum, where it was noted that the wire had broken. It was reported that the cutting wire remained connected to the catheter and did not fall into the patient's anatomy. The procedure was completed with another dreamtome rx 44. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a0401 captures the reportable event of cutting wire break.